Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that the insulin pump display was missing segments. Customer blood glucose reading was 155 mg/dl. Troubleshoot was performed. Customer states insulin pump shows lines on the screen. Customer states the screen was currently blank. Customer cleaned the battery cap and inserting new battery. The display returned. Insulin pump was exposed to moisture. Customer ran self-test but the line still showed on the screen. Customer states he cannot see the numbers on the display, there was no scratches on the display. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with missing segments with several vertical and horizontal black lines due to cracked lcd glass. No blank display anomaly noted. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with minor scratched display window and case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.